Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one unidentified jetwire; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented bend/kink damage of varying severity and frequency scattered over the length of the device. The proximal end of the coil wire has become detached/pulled from the proximal coil to core wire solder joint and displaced distally; the marker coil has become detached and drifted toward the proximal joint. Both coils present stretch and offset damage. The report of damage is confirmed. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use (dfu), "guidewire manipulation within the vasculature should always be performed under fluoroscopic guidance. Do not advance, withdraw, or torque the guidewire against resistance as tip separation or breakage may occur". Also indicated in the device instructions for use (dfu), "hold the guidewire in place while tracking a catheter or interventional device over it." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or device interface factors have contributed to the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was reported that: they actually had jetwire in place with integrate access. The atherectomy device ,the jetstream, was put on over the wire, inserted into the patient and it kept pulling the wire back and as they were grabbing the wire and pulling it back as a result of that it ended up appearing to fray the wire. The whole system had to be removed. They inserted another wire of a different brand, a viper wire, and they attempted to use a different catheter and the same thing happened with that catheter and the different wire - same exact same thing. Both catheters run the same patient and the same procedure. After the second device failed, the whole procedure was aborted. No patient complications. Patient was fine.